Event description:
It was reported a patient's right ventricular (rv) lead presented with high capture thresholds. The lead was explanted and replaced in a procedure on (B)(6) 2023. During procedure, it was noted the lead helix would not re-extend and there was a plastic-like material hanging out of the end of the lead. Post-procedure the patient was discharged.

Manufacturer narrative:
The reported events were helix mechanism issue and inadequate capture. As received, a complete lead was returned in one-piece. The reported event of helix mechanism issue was confirmed. Visual examination found the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found the helix housing bent consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region, over torqued of the inner coil and the bent helix housing. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.